Manufacturer narrative:
The unit in question was received by co without the tip. Examination revealed the tip/cup broke off from the neck of the shank. There is a large crack all around the shaft diameter close to the area where it is welded to the handle. The crack was likely caused by dropping the instrument or by laying heavier instruments on top of it during steriliazation. This device was MFR prior to 1979. Failure can be attributed in large part to prolonged use of the device and in part to normal wear and tear accumulated over a long period of time.